Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during preparation of a 23mm commander delivery system, the balloon was found to be leaking. The device was set aside (did not come into contact with the patient) and a new delivery system was opened and used successfully. The valve was successfully deployed with a new delivery system and the patient is doing well.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During preliminary evaluation, the delivery system was de-aired successfully and no leak was observed.

Manufacturer narrative:
Updated section with additional information from device evaluation. The device was visually inspected for any defects on the balloon, balloon shaft and y-connector area, and along the delivery system. During visual inspection, the adhesive fill port on the y-connector appeared to be completely filled, with a noticeable adhesive bump. No visual abnormalities were observed.  Before and after the decontamination process, an attempt was made to de-air the device per IFU. The device was able to be de-aired as received (without flushing the guidewire lumen).  No air bubbles were introduced into the system while drawing negative pressure.  After an approximately 2 week period of air-drying, the device was successfully de-aired. No air bubbles were introduced into the system while drawing negative pressure.  During dimensional testing, the delivery system¿s balloon was inflated with nominal volume per IFU  (17 ml for 23 mm) to measure the balloon¿s outer diameter at 0 sec., 3 sec., and again at 20 seconds and all measurements met specification.  Lot history and device records history review were not able to be performed as work order information for the device was not provided. No manufacturing non-conformances were found in the returned sample. In this case, the device was reported to be ¿leaking¿ on the balloon during device preparation. However, no leak was observed during engineering evaluation of the returned device and the balloon was found to be intact. It was determined that the reported ¿leaking¿ meant the device was unable to be de-aired during the device preparation. The device undergoes a mandatory prep process where negative pressure is applied to fill the inflation lumen with medium, and remove air. In cases where negative pressure cannot be maintained (small bubbles remain) the user will replace the device prior to use. If the device is used, the potential for patient injury remains low because it is a closed system and this condition does not affect the ability to inflate/deflate the balloon. As there was no death or serious injury and the potential for death or serious injury is remote, the event is not MDR reportable. A corrected supplemental is being submitted.